Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm and verifying breast shield fit. Following troubleshooting, the customer indicated that the suction was better and she felt that she needed a 27 mm breast shield on one side and a 30 mm on the other. A replacement pump and 30 mm breast shields were sent to the customer. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that her nipples were raw and turning black and purple. Additionally the customer indicated that the doctor did not know what was causing the pain, that she was using cooling pads, a heating pad and was prescribed medication. The customer indicated that the replacement pump was working without issue and the 30 mm breast shields seemed to help some; however, she was going to get fitted again, as she was still experiencing some pain and still felt as if one breast shield was not fitting correctly. The customer was offered contact by medela clinical staff and she accepted. Follow up with the customer by clinical has gone unanswered as of the date of this report. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 10/30/2018 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she was told by the (B)(4) office that the suction on her pump in style breast pump was not performing as well as it should per a measurement gauge. The customer further alleged that her nipples started to bleed, she had a big blister on one side, and cuts on the other side.